Event description:
Customer reported that her blood glucose was 130 mg/dl. Customer stated that her sensor was giving incorrect readings and was alarming calibration error and end of sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.